Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, there was no left ventricular threshold. An x-ray exam confirmed lead dislodgement. No other anomalies were noted. The reported lead was explanted and replaced. The patient is in stable condition.